Manufacturer narrative:
Please note that the following section was updated on this follow-up #02 MFR report 3005168196-2024-00359: 1. Section h. Box 11. Additional manufacturer narrative. Evaluation of the returned red62 confirmed that the catheter was fractured. Evaluation revealed that the catheter was fractured in multiple locations. This type of damage such as a kink and a subsequent fracture typically occurs if the device is manipulated at an angle during use. The tortuous turn into the external carotid artery likely contributed to the observed fractures on the red62. Further evaluation revealed ovalization along the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #02 MFR report and is being updated on this follow-up # 03 MFR report: 3005168196-2024-00359. 1. Section h. Box 6. Investigation findings 4.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It was noted that the patient was unable to receive intravenous thrombolysis due to being on levenox. During the procedure, the physician completed one pass using the red62 and neuron max. While advancing the red62 through the neuron max, the physician noticed that the neuron max was not stable and kicked back to the upper part of the left common carotid artery. It was reported that the red62 made a tortuous turn into the external carotid artery before progressing in the left internal carotid artery. It was then noticed under fluoroscopy that the distal end of the red62 was fractured. Therefore, the red62 was removed from the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Placeholder.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 10/27/2024: section b. Box 5. Describe event or problem. Evaluation of the returned red62 confirmed that the catheter was fractured. Evaluation revealed that the catheter was fractured in multiple locations. This type of damage typically occurs if the device is manipulated at an angle during use. The tortuous turn into the external carotid artery likely contributed to the observed fractures on the red62. Further evaluation revealed ovalization along the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It was noted that the patient was unable to receive intravenous thrombolysis due to being on levenox. During the procedure, the physician completed one pass using the red62 and neuron max. While advancing the red62 through the neuron max, the physician noticed that the neuron max was not stable and kicked back to the upper part of the left common carotid artery. It was reported that the red62 made a tortuous turn into the external carotid artery before progressing in the left internal carotid artery. Therefore, the physician decided to remove the red62. Upon removal, the physician noticed that the distal end of the red62 was fractured. The procedure ended successfully at this point. There was no report of an adverse effect to the patient.